Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-06529. It was reported the patient experienced high impedance and ineffective therapy due to lead migration. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported accordingly. In turn, the patient underwent surgical intervention wherein both existing leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Event description:
It was reported the patient experienced high impedance and ineffective therapy due to lead migration. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported accordingly. In turn, the patient underwent surgical intervention wherein one of the existing leads was explanted and the second lead was explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
B5 was corrected to reflect only one lead was explanted and replaced and the other lead was explanted only.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.